Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant. During pre-implant testing, noise was present on the distal pole; however, all other pacing polarities showed a clean signal. Removing the connector, cleaning the lead tip, and reattaching the connector did not eliminate the noise. It was questioned whether part of the lead was damaged. No patient complications occurred. Additionally, the lead was returned and analysis completed.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant. During pre-implant testing, noise was present on the distal pole; however, all other pacing polarities showed a clean signal. Removing the connector, cleaning the lead tip, and reattaching the connector did not eliminate the noise. It was questioned whether part of the lead was damaged. A new lead of the same model was successfully implanted. This lead is expected to be returned for analysis. No patient complications occurred.